Event description:
It was reported that pump experienced malfunction while pump was being updated and caller saw malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and completed reset, but malfunction alarm returned. The customer reverted to an alternate method of insulin therapy.